Event description:
It was reported to vyaire medical that during treatment of albuterol/pentamidine the airlife misty max nebulizer had a multiple medication leak issue during patient use. The meds are getting through the middle filter on the device/tubing and pooling. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
The suspect device is not available for return, as it was discarded after the treatment. No further evaluation can be completed at this time. Any additional information received from the customer will be included in a follow-up report. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the customer did not send pictures or the physical sample for the investigation, so we were unable to confirm the reported defect. Also our processes were reviewed and no issues were found. The reported defect was not confirmed.